Event description:
Upon pressing the a button on the achiove, only the stylet is advancing. The cannula does not capture the core. It the user initially presses hard enough on the a button, both the stylet and cannula will fire but you can here a double click instead of a single. Co would guess that the cannula is firing much later than it is designed to.